Manufacturer narrative:
Additional information was received and reports that the lens was explanted on (B)(6) 2019. It was replaced with a model zct225 +20.50 diopter lens. The patient complained of intolerable glare. The patient seemed to be doing well, and will be rechecked this week. The patient does have a surgery scheduled for removal of the lens in the left eye. The following have been updated accordingly: if explanted; give date: (B)(6) 2019. Patient code: 3191 - intolerable glare. Patient code: 3191 - updated from planned explant to lens explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 5/17/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the returned lens shows the product is cut in pieces, most probably to make explant possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted; give date: not applicable at this time; however, a lens explant is planned for(B)(6) 2019. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the symfony toric intraocular lens (iol) will be explanted in a secondary surgery scheduled for (B)(6) 2019 and a standard toric lens will be implanted as a replacement. The lens was implanted in the patient's right eye. The reason for explant was not provided. Patient's visual acuity (B)(6) 2019 as follows: +0.50 x 1.75 x 098 = 6/6. No further information was provided.